Event description:
Customer reported the system intermittently shuts down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended.